Event description:
A 68-year-old male was in the cath lab for a cardiac catheterization. While the interventional cardiologist was attempting to gain access to the patient's groin using a micropuncture wire, the wire was noted to curl. The provider pulled back on the wire and part of the wire broke off inside the patient. The wire was noted to likely be in the tissue and not the vessel. Vascular surgery was consulted for the retained wire, and no additional interventions are required at this time.